Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Unit booted, but hung on boot excessively before approaching 2d status. Logs reveal possible system board failure or power switching board. Parts were ordered and medtronic representative came back and replaced the power switching and system board. Reloaded firmware on boards replaced, pendant and motion controllers. Invalidated home, rebooted several times to assure consistency, took 2d/3d and sent images to navigation system without issue. The imaging system passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The power switching board and system control board were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that the imaging system was unresponsive in initializing please wait. Issue occurred during surgical set up. There was no patient present when this issue was identified. While troubleshooting he attempted to reboot the imaging system two times and was unsuccessful. Recommended that he reboot the system with the umbilical cable disconnected. Then had him re-connect the cable. The motion status on the imaging system pendent remained in initializing mode, x-ray was not ready, and mobile view station (mvs) was connected not ready. Remote desktop indicated that the generator and detector status was not ready, framegrabber status was off and the x-ray detector status was blank. Issue did not resolve.